Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the universal surgical manipulator-2 (usm2) carriage was pulled away from the rail and was unstable. The fse replaced the usm2 to correct the reported problem. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The usm2 was analyzed and the unit was tested on an in house system and passed the normal mode. In the normal mode while back driving the unit and during the visual inspection, the fa team found the carriage loose on the insertion due to nonconforming usm insertion linear rails. The unit went through testing on a testing platform and passed all tests performed. Additional findings unrelated to the return included the following. During the inspection, vibration could be felt when back driving yaw and pitch. The unit failed yaw friction speed very slow tests on the testing platform. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the carriage was loose and wobbly on universal surgical manipulator-2 (usm2). There was no report of patient involvement or reported injury.